Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. The customers blood glucose (bg) level was over 500 mg/dl with high ketones. Customer addressed the elevated bg by a correction bolus via the pump and manual insulin therapy. The customer went to the emergency room and was subsequently admitted to the hospital. The customer received treatment of intravenous fluids of saline, potassium and insulin, which resolved the issue and the customer was released (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.